Event description:
It is reported, syringe 50ml ll tip 1ml, had a stick residue on the black stopper.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
(B)(4). Follow up it was reported that a sticky residue was present on the black stopper. As a physical sample was not returned, a comprehensive hands on evaluation could not be conducted. To support the investigation, one photograph and one video were provided and reviewed by our quality team. The media shows the lower portion of a syringe removed from the blister packaging, with the rubber stopper fully depressed to the bottom of the syringe barrel. The lubricant applied to the inner wall of the syringe barrel and the rubber stopper is visible, which is consistent with the normal characteristics of bd syringes. A device history record review was conducted for material number 309653, lot 5310732. The review did not identify any quality issues during the production of this lot that could have contributed to the reported condition, and no related quality notifications were identified. All manufacturing processes and final inspections were completed in accordance with established specification requirements. To date, no other similar events have been reported for this lot. Based on the investigation the reported condition is confirmed.